Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "elastomeric folds seen in MRI". Healthcare professional later reported "capsular contracture, baker grade I". Patient's representative later reported "rupture implant". This record is for the left side. Device remains implanted.